Event description:
The facility reported, during a pt transfer, the sling detached from the tempo. The pt then falls on the floor, and it was reported that the pt had convulsion and sustained head injury. Preliminary info stated that the lift was in good general condition. An investigation will be performed on the sling.

Manufacturer narrative:
Additional info will be provided upon the conclusion of the MFR's investigation.